Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic roux-en-y gastric bypass (rygb), during gastrojejunal anastomosis, the device was able to fire but there was blood loss of more than 500cc or more due to a product problem. The blood loss resulted to a requirement of blood transfusion. Suturing was done to fix the issue.